Event description:
Patient is transported to & from dialysis via stretcher maneed by private transportation company. Staff have repeatedly complained to the patient's family and transportation company regarding the poor condition of the stretcher. The side rails do not operate properly and wheels do not rotate properly. After dialysis patient was placed on the stretcher and wheeled into the lobby of the dialysis unit. A neighbor was waiting with the patient rather than a family member on this day. The neighbor attempted to move the stretcher from one side of the hall to the other. The wheels did not rotate properly and the stretcher fell over. The patient fell to the floor and the stretcher fell on top of the patient and hit the patient in the head. Light bleeding noted from ear. Patient seen by doctor and then taken to ER. Patient diagnosed with skull fracture and admitted to med. Surg. Patient discharged several days later from hospitaldevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.